Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Sections updated as follows: b3: updated to 16jun2023 from 26jun2023 h8: updated to ni h10: updated to: the product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the incident is unknown. The dates entered in section b3 is the date based on the customer's report of "a month ago". All pertinent information available to abbott diabetes care has been submitted. Updated from the requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the incident is unknown. The dates entered in section b3 is the date based on the customer's report of "a month ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to a laboratory blood glucose of 900 and experienced extreme thirst. The customer was seen at the emergency ward where an intravenous drip with insulin administration (dose unspecified) throughout the hospital stay for hyperglycemia treatment. Blood glucose reading was not provided by the customer during the call but customer stated that the medical record has it on file for details. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h10(addtl mfg narrative) was incorrectly documented in the previous report. Correction has been done.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to a laboratory blood glucose of 900 and experienced extreme thirst. The customer was seen at the emergency ward where an intravenous drip with insulin administration (dose unspecified) throughout the hospital stay for hyperglycemia treatment. Blood glucose reading was not provided by the customer during the call but customer stated that the medical record has it on file for details. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to a laboratory blood glucose of 900 and experienced extreme thirst. The customer was seen at the emergency ward where an intravenous drip with insulin administration (dose unspecified) throughout the hospital stay for hyperglycemia treatment. Blood glucose reading was not provided by the customer during the call but customer stated that the medical record has it on file for details. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.